Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user advised chair would not turn left or right easily intermittently. End user advised both forks are bent due to sidewalks. Enduser advised chair leans forward.